Event description:
A #4 fr single powerpicc inserted on (B)(6) 2022, began leaking at hub where clave is. Needed to be removed and another #4 fr powerpicc inserted. A #3 fr provena powerpicc began leaking at hub where clave inserted. Had to be removed and #4 fr powerpicc inserted.